Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that the right ventricular (rv) lead was dislodged.

Event description:
New information received notes the patient was scheduled for a dislodgment procedure, but it was actually an upgrade. Further clarification notes there was no dislodgement and no complaint on the right ventricular (rv) lead. Only an upgrade to a cardiac resynchronization therapy device (crt-d) device was performed. The rv lead remains implanted. The patient was stable

Manufacturer narrative:
Correction: please retract this record 2017865-2025-50941 as the new information received confirms there was no complaint on the right ventricular (rv) lead, no procedure on the rv lead. The patient only received an upgraded crt-d, and the rv lead remains in use,